Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred for transmitter 81jxcy. Data was evaluated and the allegation was confirmed for transmitter 81a1ux. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.